Event description:
Customer reported that their pa was injecting lidocaine and was sprayed in the eye. He states it was coming out the sides and that there was a hole in the plastic needle connection. The pa said he was attempting a tendon sheath injection when the medication sprayed out the side of the plastic hub-needle connection. He confirmed needle was twisted on tightly and attempted injection again and it continued to spray out the sides of the hub, spraying the pa and the patient. Injection aborted. Gauze held to puncture site to obtain haemostasis. New injection drew up and used a 25-gauge needle from a different lot # to proceed with the injection safely. No patient harm noted.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.